Event description:
A hospital called to inquire about two versions of a tqm manual, 2001 and 2003. The caller questioned the limitations of methods pertaining to hematocrit ranges. Caller stated the 2001 manual conflicted with the 2003 manual and questions which ranges were correct.